Event description:
In early 2009, the patient reported that in late 2008, two infusion tubings broke at the luer connection. She stated that the tubing was not completely disconnected but it was broken. She stated that she noticed insulin leaking from the infusion tubing and she changed the tubing at that time. As a result, her blood glucose elevated (value not provided). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged infusion tubing. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.